Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a surgeon questioned a different surgeon concerning a patient who experienced some deterioration of the radius bone surrounding an implanted universal2 implant. Additional information was reported by the company representative on (B)(6)-2014. The device explanation was performed on (B)(6)-2014. The device was reported as "cracked". Additional clinical information was requested numerous times by integra. On (B)(6)-2015 additional information was received from the company representative. A carpal poly implant was re-implanted (small standard-product ID ref 262200) on (B)(6)-2014 additional information was received from the surgeon; the explanted device was discarded. The patient has an inflammatory arthropathy secondary to lupus. No other trauma or relevant event that led to the primary or secondary procedure. The initial implant (was) placed (B)(6) 2006. This was done due to her inflammatory arthropathy. She had a darrach distal ulna resection and tendon transfers at the time of her index procedure. I do not know the ID# or lot# of any of the implants. Osteolysis was definitely present. The doro-ulnar aspect of the poly on the carpal component was worn, cracked and indented. The radial side was pristine.